Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening possibly due to poor initial implant positioning. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: (second): ifuse implant, p/n 7040-90, lot# 493565, mfd. 09/21/2015, expires 2020-2009, (B)(4). Third (caudal): ifuse implant, p/n 7040-90, lot# 493558, mfd. 09/08/2015, expires 2020-2009, (B)(4).

Event description:
In (B)(6) 2016, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient initially had pain relief following the procedure but later had a recurrence of si joint pain. The surgeon determined via CT scans that there was lucency around the middle and most caudal implant and that they were positioned too posteriorly. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the middle and most caudal implants and filled the explant holes with bone graft. He then added an additional implant in a more anterior position. The status of the patient following the revision surgery is not yet known.